Manufacturer narrative:
Based on the initial escalation analysis, the sensor was performing within expectations with calibration entries matching closely with sensor readings, but there were occasional periods of variability. The sensor was on day 158 since insertion, thus it was nearing the end of its operational life. The sensor removal was requested by the user due to sensor inaccuracies, and an RMA was issued only for return of the sensor for investigation. The return material testing analysis revealed a loss of chemical performance due to the senor's hydrogel oxidation which caused a decline in sensor modulation; this can cause occasional sensor reading inaccuracies as the sensor nears the end of its operational life. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 28, 2023, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.